Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one unknown suture opened by the account with the appropriate packaging. The visual inspection of the sample noted one unknown suture. Upon microscopic inspection of a suture end, crimp marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device popped off before given to the surgeon.